Event description:
There was trouble accessing the port and the port pocket was "filling up." A chest x-ray showed the catheter had embolized to the right atrium. The break was in the area the catheter would have gone under the clavicle.